Manufacturer narrative:
The returned device was evaluated and the investigation found to be a leak at reservoir o ring. Its root cause was determined to be the plunger showed that the o ring of the reservoir plunger was found to be twisted causing an insufficient seal between the reservoir wall and plunger that resulted to leakage inside the pod. Qualification records were reviewed, and the product met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
Customer reported that his blood glucose reached 363 mg/dl after wearing the pod for 5 hours.